Event description:
It was reported that the customer experienced a blood glucose (bg) level of 19 mg/dl, while hospitalized for a non diabetic issue. Reportedly, the customer inadvertently entered the bg level into the carbohydrates field in the bolus delivery menu. Customer self treated with carbohydrates. Customer was given food and juice by nursing staff. Customer became unresponsive and was given d50 injection. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.